Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer 6.2 on the main station was hanging off on the right side and had become completely dislodged from its normal position. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 10-OCT-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.2 had a broken rail and failed to close. A field service engineer (FSE) launched the Hardware Test Application (HTA) and removed all pockets from drawers 6.1 and 6.2, transferring them to a replacement drawer. The station was powered down, drawer 6 was replaced, and the station was powered back on. The replacement drawer was configured through the Storage Space Configuration screen, and functional testing was performed to resolve the issue. The customer verified that drawer 6 was operating normally. The system functioned as intended after the field service engineer repaired the device.